Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) has been listed . As high tech laboratory is an OEM manufacturing site. Medical device expiration date: unknown no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that there were 2 needle sticks, due to a retraction failure of the 30 g x 1.5 mm bd microtainer® contact-activated lancet. Post exposure baseline titres reported.